Manufacturer narrative:
(B)(4). This is a report of a patient who observed air in their patient line due to a use error further described as therapy was initiated prior to the patient being connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During troubleshooting for a check patient line alarm on the home choice machine, it was reported that air was present in the patient line of the cassette. The patient was connected to the device at the time of the observed air for the initial drain phase of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient had initiated therapy prior to connecting to the patient line. Proper procedures were reviewed and the technical service representative advised the patient to start therapy over using all new supplies. There was no patient injury or medical intervention associated with this report. No additional information is available at this time.